Event description:
The device failed during customer acceptance testing. The standard, hard paddles accessory was connected but the device was unable to recognize the connection. There have been no patient related events.